Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode pump piston and seals. The cse removed the salt crust on the base of the ise module and realigned the sample probe tip. Calibration and quality controls were run, which passed testing. A twelve patient sample comparison study was run, resulting as expected. The cause of the discordant, falsely elevated anion gap results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated anion gap results were obtained on patient samples on an advia 1200 instrument. It is unknown if discordant results were reported to the physician(s) and if repeat testing was performed. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated anion gap results.

Manufacturer narrative:
The initial MDR 2432235-2015-00173 was filed on april 09, 2015.(B)(4)

Event description:
Discordant, falsely low chloride (cl) results were obtained on six patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated, resulting higher. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.